Manufacturer narrative:
An event regarding the plastic ball cracked in two pieces. This complaint involves a trident hemispherical shell that was reported. The event of malposition was confirmed based on the medical review. Method & results: -device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿on (B)(6), 2013 he had a conversion of a left bipolar hip arthroplasty to a total hip arthroplasty for a diagnosis of painful left hip arthroplasty, status-post bilateral bipolar hip arthroplasties for avascular necrosis. The operative report describes spinal anesthesia and an anterolateral approach. The operative report notes, "... Ms ... Previous stroke, bilateral avascular necrosis ... Chronic steroids ... Injection of hip with xylocaine ... No full resolution of symptoms ...". The findings were, "... Intensely scarred ... Hip ... Difficult exposure ... Well-fixed implant ... Removed the bipolar ... Reamed to 54 for a stryker 56 cup and liner ... New head on retained stem." Uncomplicated surgery was described. Implant labels indicate a 54 trident hemispherical shell with a 36 elevated rim x3 insert were used on the acetabulum, and a biomet head was applied to the retained biomet stem.¿ ¿on (B)(6) 2016 a revision of the left total hip arthroplasty femoral head and acetabular component was performed for a diagnosis of "failed left tha with fractured acetabular component". The operative report describes spinal and epidural anesthesia and an anterolateral approach. The operative report notes, "significant scar ... Stained with black silvery substance consistent with wear ... Removed biomet head from stem, which was retained ... Cup noted ... Fracture superiorly ... Worn down. .. Liner removed ... Cup removed with chisels ... Was a 56 cup ... Changed to a 60 cup with a 36 insert. A36/plus-6 biomet head was applied to the retained biomet stem." Uncomplicated surgery was described, after which the patient was discharged on (B)(6) 2016. Implant labels indicate a trident 60 hemispherical shell with a 36/ 10° x3 insert, as well as the biomet head were utilized.¿ ¿an office visit of (B)(6) 2016 has a note that states, "doing well ... X-ray excellent alignment". There is no subsequent follow-up documented.¿ x-ray printouts dated (B)(6) 2015, ¿a left uncemented total hip arthroplasty is noted with no screws in the acetabulum. The hip is reduced and the stem is in nominal position but the acetabulum is vertically placed at approximately 80°. X-rays dated (B)(6) 2016 are an ap and lateral of the left hip, essentially unchanged from the previous description. X-ray dated (B)(6) 2016 is an ap spot of the left hip joint demonstrating a dislocated total hip arthroplasty. An x-ray dated (B)(6) 2016 is an ap of the left hip demonstrating the same stem. The hip is reduced and the acetabulum is now noted to be in nominal position.¿ ¿in this mismatched total hip arthroplasty with biomet femoral component, a bipolar hip arthroplasty was revised to a stryker acetabular component, which x-ray reports describe as vertically placed with poor head coverage. Superior stress was transmitted to the acetabular insert in this large, male patient as a result of this vertical position. Not surprisingly, the superior liner compromise was noted three-and-a -half years later with likely contribution of impingement of the biomet stem. Revision surgery with improvement of the position of a larger acetabular shell addressed the acute problem. There is no evidence that factors of faulty design, manufacturing or materials of the stryker acetabular component were responsible for this clinical situation.¿ -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there is one other events found similar to the event. Conclusions: the event was confirmed based on the clinician's review that "in this mismatched total hip arthroplasty with biomet femoral component, a bipolar hip arthroplasty was revised to a stryker acetabular component, which x-ray reports describe as vertically placed with poor head coverage. Superior stress was transmitted to the acetabular insert in this large, male patient as a result of this vertical position. Not surprisingly, the superior liner compromise was noted three-and-a -half years later with likely contribution of impingement of the biomet stem. Revision surgery with improvement of the position of a larger acetabular shell addressed the acute problem. There is no evidence that factors of faulty design, manufacturing or materials of the stryker acetabular component were responsible for this clinical situation.¿ not available.

Event description:
Patient went to doctor and was admitted immediately. The plastic ball cracked in two pieces. Patient had total left hip replacement and had loss of wages. Investigation update: the shell was malpositioned.